Manufacturer narrative:
(B)(4). Approximate age of device - 12 days. A correlation between the device and the report of hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that post implant the patient required chest exploration due to tamponade on (B)(6) 2015. On (B)(6) 2015, the patient's left pupil was found to be more dilated than the right and the patient felt increased lethargy and exhibited unspecified neurological changes. The patient had an inr of 1.3-1.4 at this time and was on intravenous heparin with a partial thromboplastin time (ptt) goal of 45-55 seconds. The patient had a negative head computed tomographic (CT) scan and coumadin was started on (B)(6) 2015. The patient returned to the operating room for a washout of 2 liters of blood and clot in the mediastinum and left chest on (B)(6) 2015. The patient was slow to wake up from sedation after the procedure and a head CT scan was performed, revealing a small left parietal hemorrhage with hypodensity in the brainstem. It was reported that the patient had a white blood cell count of 37 x 10^9/l. The patient's pulsatility index was reportedly lower than normal at the time, however, the lower values reportedly coincided with the timing of the patient's mediastinal bleeding and washout. Heparin was held for several days and no deficits were noted. However, it was reported that the patient was still critically ill in the intensive care unit. The patient's condition was reportedly difficult to assess; however, it was reported that there was no issue with the pump.